Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead, (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary:the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. Analysis of the device memory indicated a lead impedance out of range alerts on (B)(6) 2013, the impedance on the rv (right ventricular) defibrillation coil dropped from a baseline of 30 ohms to 18 ohms during that timeframe.

Event description:
It was reported that the rv and svc coil lead impedance of the right ventricular (rv) lead at implant were at the low normal range. One month later the rv coil impedance was even lower. The rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
The lead was explanted and replaced.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.